Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the distal right coronary artery (rca). The 2.5 x 15 mm traveler balloon was prepared per the instructions for use prior to use. The traveler balloon catheter was advanced to the lesion, but ruptured during first the inflation at 6 atmospheres (atms). The device was replaced with a 2.5 x 13 mm non abbott balloon to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.